Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6, h2, h3,h6 (type of investigation, investigation finding, conclusion), h11. It was reported that the helium tubing had shown rust colored discoloration in the helium line. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were not able to confirm any blood within the unit. The fse replaced the safety disk as a precaution. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while performing hourly routine checks of cardiosave intra-aortic balloon pump (iabp) at 1000, rust colored discoloration was noticed in helium line. Line was clear at 0900 check. The balloon pump did not alarm at any time during shift. Pt. Was awake in bed talking to sister at bedside, vitals stable. Writer left room to get charge rn, called provider in cardiology room, and met cardiology at bedside. Cards fellow, chen, md assessed and confirmed that she would need to remove balloon from right femoral artery. Provider was asked if she wanted balloon pump shut off. Provider said to wait until just before she pulled the balloon. Pump was stopped and removal of balloon was attempted around 1020. The provider pulled the line until she met resistance. She attempted to pull balloon and sheath together as per policy. Sheath was removed but provider was met with too much resistance to pull balloon. Provider held pressure and asked writer to call attending klein, md on her cell phone. Klein was notified of situation and said that he was headed to hospital. Patient was grimacing in pain, gritting teeth and c/o nausea. Verbal order for 0.5 mg hydromorphone and 4 mg/2 ml ondansetron. Medication was administered by writer and was effective. Cole md critical care was paged to room. Cole held pressure while chen made arrangements with fluro, xray, uw, pv surg. Mason, md arrived to bedside. Mason cleaned sheath with chlorahexidine and sheath was replaced with knowledge that pt would be started on IV antibiotics. Femoral site was soft, no hematoma present. Pressure no longer needed to be held. Pt. Was transported to CT. Heparin was started when pt. Arrived to back to room from CT. IV antibiotics, vanco and zosyn started. Pt. Was transported at 1445 to uw b4/5 unit on heparin and vanco. Plan for pt. To go to uw or with pv surg for balloon removal and possible cutdown and repair of right femoral artery.

Event description:
It was reported that while performing hourly routine checks of cardiosave intra-aortic balloon pump (iabp) at 1000, rust colored discoloration was noticed in helium line. Line was clear at 0900 check. The balloon pump did not alarm at any time during shift. Pt. Was awake in bed talking to sister at bedside, vitals stable. Writer left room to get charge rn, called provider in cardiology room, and met cardiology at bedside. (B)(6) md assessed and confirmed that she would need to remove balloon from right femoral artery. Provider was asked if she wanted balloon pump shut off. Provider said to wait until just before she pulled the balloon. Pump was stopped and removal of balloon was attempted around 1020. The provider pulled the line until she met resistance. She attempted to pull balloon and sheath together as per policy. Sheath was removed but provider was met with too much resistance to pull balloon. Provider held pressure and asked writer to call attending (B)(6), md on her cell phone. (B)(6) was notified of situation and said that he was headed to hospital. Patient was grimacing in pain, gritting teeth and c/o nausea. Verbal order for 0.5 mg hydromorphone and 4 mg/2 ml ondansetron. Medication was administered by writer and was effective. (B)(6) md critical care was paged to room. (B)(6) held pressure while (B)(6) made arrangements with fluro, xray, uw, pv surg. (B)(6) md arrived to bedside. (B)(6) cleaned sheath with chlorahexidine and sheath was replaced with knowledge that patient would be started on IV antibiotics. Femoral site was soft, no hematoma present. Pressure no longer needed to be held. Pt. Was transported to (B)(6). Heparin was started when pt. Arrived back to room from (B)(6). IV antibiotics, vanco and zosyn started. Pt. Was transported at 1445 to (B)(6) b4/5 unit on heparin and vanco. Plan for pt. To go to (B)(6) or with pv surg for balloon removal and possible cutdown and repair of right femoral artery. There was no harm reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b1, b5, d10, h1, h6 (health effect ¿ impact codes). A supplemental report will be submitted upon completion of our investigation.